Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the pulse generator interrogation intermittent ventricular capture was noted. The patient experienced a syncopal episode. The device reverted to backup vvi mode and was explanted and replaced.